Event description:
The user facility reported that during an operation, a light head went out and the fault indicator became lit. The customer reset the power but the light did not turn back on. The procedure was completed as scheduled, with no delay, using the remaining light in the room. No injuries were reported.

Manufacturer narrative:
A technician arrived on site to inspect the unit and found the light head inoperable. The technician examined the power supply and found the cooling fan stopped. The technician used an electricity meter and found the output measured at dc24v; under normal circumstances, there should be no electricity output. The technician installed a new power supply and tested the light. The light was found to be operating to specification and returned to service.